Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead and device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.